Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that there was faster than expected battery depletion in the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.